Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01560, 0001825034-2018-01562, 0001825034-2018-01563, 0001825034-2018-01564. Concomitant products: cat 113631 ¿ lot 951820 - comp primary stem, cat xl-115363 ¿ lot 338080 - arcom xl std hmrl brng, cat 115310 ¿ lot 480250 - comp rvrs shldr glnsp std, cat 010000589 ¿ lot 724650 - comp rvrs bsplt ha+adptr, cat 115383 ¿ lot 196620 - comp rvs cntrl scr, cat 180502 ¿ lot 961710 - comp locking screw, cat 180501 ¿ lot 165740 - comp locking screw, cat 180501 ¿ lot 458690 - comp locking screw, cat 180502 ¿ lot 340090 - comp locking screw, the product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Review of the device history record for pn 115340 ln 259600 identified no deviations or anomalies. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. A complaint history review for item 115340 identified 29 other complaints for event "pain". The search identified no additional complaints for item 115340 lot 259600 combination. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) the patient underwent right shoulder surgery on (B)(6) 2015 and during the 6 month follow up visit it was reported that the patient experienced level 7 pain (pain score 0=no pain-10=worst pain) and difficulty performing daily activities. The patient was taking non-narcotic pain medication. Patient reported feeling that their shoulder was unstable (as if it was going to dislocate) at level 4 (0 being very stable, 10 being very unstable). Updated january 31, 2018 information from 1 year follow up visit and patient satisfaction scores are being added. During 1 year visit patient reported level 4 pain (0=no pain-10=worst pain) and difficulty performing daily activities. Patient was taking non-narcotic pain medication. No shoulder instability was reported. Patient satisfaction scores are evaluated on a scale of 1 to 10 (0= not satisfied and 10 = completely satisfied). At 6 month follow-up patient scored surgery or treatment at a 4; at one year follow-up patient scored surgery or treatment at a 3.